Event description:
The customer reported that vasoseal was used on 2/17/1998 following a percutaneous transluminary coronary angioplasty procedure. The pt was readmitted to the hosp on 2/21/1998 with an infection. The pt was placed on IV antiobiotics. Culture results were positive for staphylococcus aureus.